Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 04/10/2020. Batch manufacturing records was reviewed for any process deviation but no deviation was observed. Summary: complaint sample not received for investigation. From the batch card review, it is evident that there was no issue related to the suture quality and processing of this incident lot. Five retain samples of incident code were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. All the individual as well as average needle pull-off values were found to meet the ups specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the suture got separated from the needle and the suture was discarded by the hospital so sample is not available. What do you mean by "the suture broke from the needle"? Did the suture separate from the needle or did the suture broke? Device return follow up.

Event description:
It was reported that during suturing procedure of the rectus sheath in 2020, the suture got separated from the needle. The surgery was delayed 15 minutes and other suture was used to complete the procedure successfully. There were no patient consequences reported.